Event description:
It was reported to philips the device intermittently would give error code 1006 - vent-inop: data acquisition pcba adc failed. The device was not in clinical use. This event was reported to have occurred during testing. There was no patient involvement or harm. The authorized service provider (asp) confirmed and duplicated the reported issue. Following the evaluation of the device, the asp replaced the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
(B)(6).